Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to ipg reaching end of life. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.